Event description:
Caller reports back to back results of 23mg/dl, 20mg/dl and 97mg/dl while using the inform system. Caller reports quality controls were run within 24 hours but was unable to confirm if they were performed on the same vial of strips; no results were provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.